Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The device was found to have an issue with the central processing unit (cpu) part. The cpu had a defective paxscan which caused an electrical failure. Case part replacement resolved the issue. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spine case the imaging system was producing black 2d images. A re-boot did not resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.